Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump was unresponsive with the returned battery cap and a test battery cap. No auditory alarm, or vibration alert occurred, with a blank display upon battery insertion. The battery cap was unable to fully tighten. The battery compartment was cracked in the thread area and below the grip pad, with damaged threads. Evidence of moisture contamination was found inside the battery compartment. The leak test showed a leak at the battery compartment crack. The pump case was removed with evidence of additional moisture contamination inside the pump on the force sensor housing and transceiver/continuous glucose monitoring board. The pump was unresponsive due to battery compartment damage and battery compartment moisture contamination. The battery life complaint was unable to be investigated due to an unresponsive pump. The battery cap was able to fully tighten on a test pump. The battery cap was not gritty. Evidence of moisture contamination was found on the underside of the battery cap. The battery cap measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture present and the battery compartment was cracked. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.